Event description:
During the device display at a conference, it was reported that the service light was illuminated and it locked up. The sales representative had to remove the batteries to remediate the issue. The device is a sales demo and there was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the demo device at the failure analysis center and observed that it would not boot up. Physio determined the root cause of malfunction to be a temperature sensitive ic chip, designator u 14, from the single board computer. Sales representative received a replacement demo device.